Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed successfully. Angiography showed that the valve appeared constrained. An echocardiogram revealed that there was moderate-severe paravalvular leak (pvl) along the anterior mitral leaflet. A balloon aortic valvuloplasty (bav) was performed, however, it was not positioned with the shoulder at the level of the annulus so it was advanced and inflated a second time. The valve frame expanded and the balloon was removed. An echocardiogram noted severe central regurgitation and a failing leaflet within the frame of the valve. It was determined that during the bav, the leaflet was damaged/torn. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve, eliminating the central leak and improving hemodynamics. The pvl reduced to trace-mild. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.